Event description:
It was reported that when an asymptomatic patient presented in-clinic after receiving a patient notification alert, non-sustained rv oversensing due to competitive atrial pacing resulting in single beat ventricular undersensing was observed. Programming changes were made. The patient was stable throughout the device interrogation and will continue to be monitored.